Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted that the device had a cracked enclosure and tank cover. Wear and tear damaged block assembly and faded line cord was also noted. Visual inspection of the device was able to confirm the reported event. A crack in the enclosure near the drain tube was observed. Due to the device being beyond economical repair, the device was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device was leaking at the drain. There was no additional information available.